Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred during use of the axiom artis dta system. The customer reported a patient received radiation burns. The type of procedure is unknown as well as the extent and degree of injury to the patient at this time. Siemens has requested additional details in order to conduct an investigation.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. No malfunction and no non-conformity could be identified neither prior to or after the event. According to the service organization, no parts were replaced on the affected system due to a technical malfunction, no service calls were received and there was no other activities pointing to a system failure. In general, radiation is delivered under control and supervision of the operator. The applied total dose is clearly shown on the system display and the user can recognize the delivered total dose at any time during the procedure. The default dose threshold is limited to 10r/min according iec requirements. No corrective action is planned based on the reported issue. Conclusion is made that the system has contributed to the reported radiation burns of the patient but no technical issue could be identified.